Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager, the refrigerator door had failed and would not open. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the refrigerator door had failed. The field service engineer (fse) inspected the station and identified an issue with the latch connection. The latch was resecured, diagnostics were run, and the unit was tested. Testing was completed with the customer, and proper operation was confirmed. The system functioned as intended after field service engineer repaired the device.